Event description:
The manufacturer received information alleging an everflo oxygen concentrator caught on fire. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for further investigation. The device was visually inspected and was found to have evidence of thermal damage. The thermal damage was caused by components on the main board. The device had evidence of physical damage.